Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during trepanation of the skull it was observed that trepan device would not stop spinning and the trepan head was disconnected from the compact speed reducer device and the motor device and became stuck in the patient¿s head. It was reported that the motor device did not disengage. It was reported that there was a greater than 30-minute delay in the procedure due to the event. There was patient involvement reported. It was reported that the procedure was completed by removing the trepan head manually. It was reported that there was unknown, severe patient consequences. Multiple attempts were made for additional information. No additional patient information was provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Upon further investigation it was noted that two craniotome devices and two attachment devices were used in the procedure. There was no report of a malfunction with these concomitant products. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: please note that the incorrect date of manufacture (dom) (september 3, 2009) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (april 12, 2012) has been obtained and entered in the this supplemental medwatch report. Device evaluation: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the trepan head was disconnected from the compact speed reducer could not be confirmed. An assessment was performed and the device met all operational specifications. Therefore, an assignable root cause was not determined. During device evaluation, the actual compact speed reducer device and the motor device were functionally tested with a codman perforator device, performing five (5) perforations. In each of the perforations, it was observed that the perforator successfully declutched (stopped spinning) when the inner burr penetrated the underlying surface. It was further observed that the perforator was successfully removed from the wood media after each perforation by pulling on the speed reducer device. Therefore, the reported condition was not duplicated or confirmed. However, during investigation, it was observed that the motor device connector cap stainless steel tether was broken and frayed. The assignable root cause of the worn connector cap tether that was broken and frayed was determined to be due to normal wear over time. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).